Manufacturer narrative:
Concomitant medical products: 4965 lead, implanted (B)(6) 2005, 4968 lead, implanted (B)(6) 2011. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and ventricular leads had high threshold. The right atrial lead also had high pacing impedance. The leads were inactivated and replaced. It was also reported that the patient experienced phrenic nerve stimulation due to the transvenous left ventricular lead. The lead was capped, and the use of a chronic epicardial lead was resumed. No further patient complications have been reported as a result of this event.